Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the level sensor was not working. As result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood less or no adverse consequences to the pt.